Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device by a healthcare professional (hcp). During admission into a hospital for a secondary diagnosis the customer received a low reading of 4.5 mmol/l on the adc device. It is unknown whether the customer noted a trend arrow on the device. Of note, the customer consumed "calories" prior to receiving the 4.5 mmol/l reading. Thereafter, the customer obtained a reading of 16 mmol/l on an unspecified blood glucose meter and had contact with a healthcare professional (hcp) who removed the adc device and provided unspecified medication for treatment. Adc customer service attempted to contact the hcp to obtain additional information regarding the medical event but was unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to noma. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre products was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was conducted and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.